Event description:
The international customer reported the ventilator alarmed and was vent inop. The customer reported the device was not in use therefore there was no patient involvement or harm. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If in use, the patient should be placed on another means of ventilatory support. During evaluation, the manufacturers service engineer reported there was no output voltage from the power supply. The service engineer ordered a power supply for replacement to address the reported problem. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.

Manufacturer narrative:
Service completion pending.

Event description:
The manufacturers field service engineer replaced the power supply to address the reported problem.

Manufacturer narrative:
Supplemental report